Manufacturer narrative:
Stryker evaluated the returned product at the product analysis center (pac) and was able to verify the reported issue. The cause of the reported issue was determined to be a corrupted memory (eeprom) of the electrode tray. The customer received a replacement electrode tray. The electrode tray was archived by stryker. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their electrodes were not working. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.